Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the mildly calcified right and left common femoral arteries using proglide devices after an endovascular aneurysm repair (evar) using 8f sheaths. Reportedly, a cuff miss [suture retrieval issue] was noticed with two proglides bilaterally. Manual arterial compression was applied to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot number and expiration date. H4: manufacturing date.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received. Only three devices had a cuff miss, the fourth proglide had an issue with the foot of the device being unable to deployed as the "footplate would not engage due to a small vessel". No additional information was provided.